Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. The failed battery test alarm could not be verified due to lack of button response. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported by the customer that their insulin pump had alarmed button error. Customer stated that the device alarmed after it fell into the pool for a brief moment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.